Manufacturer narrative:
Weight-race:unk. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -12.00/1.00/092 (sphere/cylinder/axis) was intraoperatively implanted, removed, and replaced with a shorter length lens due to excessive vault, in the patient's left eye (od) on (B)(6) 2022. The problem was resolved. Cause is reported as unknown.